Event description:
This device was used in the sudden cardiac arrest of a (B)(6) male during which the pt did not survive. The end user reported that when the AED arrived on the scene it would not power up because the battery was dead.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2011. The info obtained from the device confirmed that on the (B)(6) 2011 the device failed a weekly self-test because of a low battery. The device would have switched to fault mode and the customer would have been alerted by the status indicator flashing red and the device emitting an audible beep. The device remained in fault mode for 8 months until it was required on (B)(6) 2012 at this event. A device in fault mode uses more energy than a device in normal standby mode, and as a consequence of the device being left unattended in fault mode for 8 months, the pad pak became fully depleted to the point where there was insufficient power to deliver therapy safely. Investigation did not confirm a fault with the device or any component in the device. The pad pak (lot 404) returned with the device had exceeded the shelf-life date of (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.